Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. What piece of the device broke? Did the piece that broke off of the device fall into the patient? If so, will it be returned for analysis? Please confirm that there was no patient consequence.

Event description:
It was reported that the patient underwent a myomectomy on (B)(6) 2018 and electrosurgical device was used. During the myoma removal, the device broke. There was no patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: 02/05/2019. Additional summary: the device has not been returned in its original packaging for evaluation. The active ring of the device is missing from the distal end of the electrode. The missing section of the active ring has not been returned with the electrode. The active tip of the device has fractured from the distal tip. The condition of the fracture face of the device suggests a brittle failure with no obvious signs of mechanical damage. Instances of similar failures have been seen historically, with the failure location, mode and method indicating failure due to surface (hydrogen) embrittlement. From the investigation and based on the evidence available it has been determined the brittle fracture of the active tip can be attributed to activation of the electrode tip inside the beak of the resectoscope.